Event description:
A sagittal saw attachment was sent for evaluation due to overheating during testing. The event occurred during a routine field service maintenance visit. There was no patient involvement; no adverse event was associated with the device.